Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing due to post-paced t wave oversensing were observed on the ventricular channel. Programming changes were made. Device remains implanted.